Event description:
It was reported that when connecting a new pacemaker during a changeout, there was no stimulation when connected to the lead. It was tried five time without resolution. Another new pacemaker was implanted without any problems. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found.